Event description:
Caller states the pt tested 2.7 inr on the coaguchek xs system and 2.0 inr on the coaguchek s system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with (B)(4) for suspect device in coaguchek s system. Caller states strips used with coaguchek xs system are unk, but is one of the following: lot: 20157931, expiration: 10/31/08. Lot: 20156131, expiration: 10/31/08.